Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the alleged malfunction. The se performed extended self testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator did not generate an alarm when the patient circuit was disconnected. The reporer stated that the patient pulled the tube from the patient breathing circuit. The patient was removed from the ventilator and placed on an alternate ventilator. There was no rpeort of patient harm as a result of this event.